Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that pump touch screen was intermittently unreadable. Reportedly, half of the screen was dark and the customer was unable to view graphics or text. Customer¿s blood glucose level was 125 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.